Manufacturer narrative:
Follow-up submitted to report device evaluation. Device received is different from that which was submitted on the initial 3500a report. Lot number and manufacture/expiration dates previously submitted do not apply.

Manufacturer narrative:
Report late due to esg production system failure during time of submission.

Event description:
Per complaint (B)(4), a guided surgery spacer tool was chipped while inserting the new g sleeve on the instrument during clinical procedure. The dental implant surgery was unable to be completed. No adverse patient consequences were reported.